Event description:
A peritoneal dialysis's spouse reported the pt had a heart attack on (B)(6) 2015 and was admitted to the hosp. The pt had open heart surgery (specific procedure and date was not provided). The pt was discharged from the hosp on (B)(6) 2015. The pt was on hemodialysis while in the hosp from (B)(6) 2015 to (B)(6) 2015.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation and clinical investigation of any available medical records.